Event description:
Customer reported to cue health on behalf of an individual who received two suspected false positive results with the cue covid-19 test for home and over the counter (otc) use test. This report is to document the suspected false positive result received on (B)(6) 2024. Individual came to the hospital for an elective surgery on (B)(6) 2024 and received a suspected false positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). The surgery was canceled due to the suspected false positive result and was rescheduled for (B)(6)2024. Individual went to an urgent care after receiving the suspected false positive result on (B)(6) 2024 and tested negative with an unspecified covid-19 test (brand/manufacturer/type of test not specified). The individual came back to the hospital on (B)(6) 2024. Individual tested with a cue covid-19 test and obtained a second suspected false positive result (see (B)(4)). Individual tested negative with a cepheid xpert xpress sars-cov-2/flu/rsv plus real time pcr assay. Individual had no symptoms. Customer confirmed cartridges were stored within the validated temperature range. The surgery was completed successfully on (B)(6) 2024 and customer states there were no adverse outcomes.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Update to h10: investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.